Event description:
It was reported that the device tore the tissue when it was removed from the umbilical area. The patient was seen post operatively and noted to have an infection at the site. The patient was treated with antibiotics. There was no other reported patient consequence.